Event description:
It was reported to ge medical systems that the rod inside the table actuator broke, causing the table to move fully upwards to the mechanical stop limit. With a broken actuator road the table moved, without control, under the power of the two gas springs. There was no one on the table and no injury occurred. The table did not come into contact with the gantry. The field engineer replaced the broken actuator and the site is now working normally. This event appears to have resulted from an abnormal mechanical failure.